Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the surgeon clamped the device on the tissue but the device would not fire. A new device was used to correct the issue. There was no injury or adverse event reported.